Event description:
It was reported that on (B)(6) 2022, the patient presented to the hospital for a scheduled pacemaker replacement procedure. Upon interrogation on (B)(6) 2019, high pacing impedance was detected on the right atrial lead. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout the procedure.